Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a friend's home. The customer was hospitalized a week before they passed due to a heart attack. The cause of death was a heart attack. The caller stated that the customer had heart issues, unstable blood glucose levels, and rhino disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller is unsure if the customer was wearing the insulin pump at the time of death. The customer was getting alarms when they were wearing the pump. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using a sensor at the time of passing. The customer had been using the pump for about a month before they passed. The caller declined to return the insulin pump for analysis as it had been donated. Frn-unk-rsvr, unomed set.